Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. Customer's blood glucose level was 500 mg/dl. The customer tried to bolus and take manual injections but his blood glucose level was still high. The customer was thirsty. His current blood glucose level was over 600 mg/dl. The insulin pump alarmed low reservoir several times. When performing the high pressure test the insulin pump did not alarm no delivery. There was an absence of a no delivery alarm. The insulin pump was found to be working as designed. The device was not returned.